Manufacturer narrative:
Reports indicate the end user had driven their wheelchair on to a lift platform in process of exiting a transport bus. As the attending aide accompanied the end-user on to the platform, the aide started to lose their balance and fall off the side of the platform. Report claims in efforts to steady themselves from falling, the aide grabbed hold of the wheelchair causing it to fall over to its side. This action resulted in the end-user to lose their positioning and fall out of the seating to the ground below. Reports indicate the end-user suffered 2 broken ribs and lacerations on their head as a result of the fall. All witness reports indicate the device did not malfunction or deviate in any way to have contributed this event. The device was inspected by the local service provider and was found to be fully operational with no issues being noted. Device was returned to the end-user to which they are currently using with no reported issues. The DHR was reviewed and device met specification prior to distribution.

Event description:
A report was received stating as the end-user was exiting a bus via a platform lift, the attendant who were assisting the end-user lost their balance while on the lift. In attempts to catch themselves from falling, grabbed onto the wheelchair pulling it over which caused the end-user to fall out of the seating to the ground below. The end-user reportedly sustained serious injuries requiring medical intervention.